Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 511 mg/dl. The customer alleged the insulin pump was under delivering insulin due to they feels that insulin pump was not delivering insulin. The customer was not using auto mode feature at the time of incident. The customer was assisted with possible causes of high blood glucose. The device will not be returned for analysis.